Manufacturer narrative:
Per the tandem user guide: your pump should not be worn while swimming, scuba diving, surfing, or during any other activities that could submerge the pump for an extended period of time. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, customer was swimming with the pump. Additionally, it was reported that the pump touch screen was unresponsive. Customer's blood glucose level was 250 mg/dl. Reportedly, the customer reverted to an alternate form of insulin therapy.